Manufacturer narrative:
The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we receive the complaint device, a supplemental medwatch with the result of our analysis will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported, the first novasure device used during an attempted ablation failed the cavity integrity assessment (cia) test. A hysteroscopy was performed and no perforation was noted. Following a deployment issue with a second novasure device, the physician performed a repeat dilatation. A uterine perforation was then suspected and the novasure procedure was aborted. A small perforation was confirmed on post hysteroscopy. No treatment was provided and the pt was discharged. On (B)(6) 2010, it was reported that the pt has been seen on follow-up and is "good."